Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis with varus. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2017, the patient underwent a left knee revision due to loosening and pain. The surgeon indicated there was little if any bone cement adherent to the tibial base plate. He noted the femoral and patellar components were revised. The patient was implanted with attune knee system and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017; (lt knee).